Event description:
It was reported that the device had the charge pak (cp,internal hlc battery charger) icon illuminated. The customer installed a new cp but observed that the device would not turn on or provide any audio prompts when it was removed. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control has performed further analysis on the reported issue and observed a shorting tin whisker between legs 2 and 3 of the flex cable assembly which connects the charge-pak to the power switch. This shorting tin whisker caused the device to not be able to read the charge-pak battery data and has the potential to cause the internal hlc battery to become depleted.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported cp icon illumination. However, the device was able to power on with audio prompts and provides defibrillation therapy. A conclusive cause of the reported critical failure was not determined. A replacement device was provided to the customer.